Event description:
Mandatory medwatch received from the customer reporting an over-delivery of retavase (tpa). The report states, "at 1100 new IV 500cc IV bag containing retavase hung. IV pump set to deliver 25cc/hour. At 1600 IV bag found to be at 200cc/hour. Pt did suffer a cerebral bleed - which did resolve without neurologic damage." The customer was contacted for additional info. The pump was programmed to deliver an unspecified dosage of 500ml of retavase at a rate of 25ml/hr. At 11:00am a 500ml bag was hung on channel a. On channel b was 50ml of an unspecified antibiotic, infusing at a rate of 100ml/hr. Channel c was not utilized. It was reported the pt was transferred from the ICU to another dept for unspecified testing at 1:00pm. During the testing procedure the retavase rate was changed to 999ml/hr under dr's orders to administer a bolus dose. It was not specified the amount of time the solution infused at this rate. The pt returned to the ICU at 1:30pm and the pump was infusing at 25ml/hr. At 4:00pm a rn heard the pump alarming and reportedly discovered the solution bag was empty and the pump was infusing at a rate of 200ml/hr. The pt reportedly had a "bleed into the brain". The customer stated "the bleed was absorbed and the pt fully recovered". The pt did not require any additional treatment. The pump remained in clinical use for 2 more days before it was sent to biomedical engineering. Though requested, no further info was available.